Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the products were returned to the engineering dept, depuy australia where they were assessed by the engineering technician and they were found to be damaged due to normal wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items have been flagged during the sterilization process. Items have been isolated and for return to the warehouse/loan kit department. Items were found to be damaged due to normal wear and tear (scratched/nicked).